Event description:
It was reported by nurse ¿needle is placed in the port catheter, chemotherapy is administered and an infuser is placed for continuous treatment at home for 16 hours. However, yesterday, (B)(6) 2022, the patient attended her second day of treatment, the needle became permeable and the medication indicated in the service was administered without setbacks. At 11:30 am, an infuser is placed again for continuous treatment at home. At 9:40 p.m., a call was received from the treating physician and he reported that the patient needed to go to the service again because apparently there was a leak in the infuser. The patient was re-admitted at 10:20 p.m. And a review of the lines and connections revealed that there was indeed a leak from the connection of the set with the infuser. The patient reports that it was around 7:00 p.m. When she began to leak medication. She changes for a new set and re-inserts the infuser, she returns to her home.¿

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refx0415 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse ¿needle is placed in the port catheter, chemotherapy is administered and an infuser is placed for continuous treatment at home for 16 hours. However, yesterday, on (B)(6) 2022, the patient attended her second day of treatment, the needle became permeable and the medication indicated in the service was administered without setbacks. At 11:30 am, an infuser is placed again for continuous treatment at home. At 9:40 p.m., a call was received from the treating physician and he reported that the patient needed to go to the service again because apparently there was a leak in the infuser. The patient was re-admitted at 10:20 p.m. And a review of the lines and connections revealed that there was indeed a leak from the connection of the set with the infuser. The patient reports that it was around 7:00 p.m. When she began to leak medication. She changes for a new set and re-inserts the infuser, she returns to her home.¿ additional information - there was no patient harm or need for medical intervention or events with skin/mucosal fluid exposure.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, video analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak in the infusion set was confirmed but the cause is unknown. A video of a 20g bard winged infusion set with y-site was returned for evaluation. When the infusion set flushed through the luer adaptor on the side tail tubing, a dripping leak was observed emanating from the junction between the syringe and the infusion set luer adaptor. The observable features on the submitted video did not contain enough information to identify a specific root cause for the reported event. Possible contributing factors for a leak at the luer adaptor of the infusion set could include a loose connection with the interfacing device, a crack in the luer adaptor, or forceful insertion of in interfacing device resulting in widening or creep of the luer hub material. A review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot. H3 other text: evaluation findings are in section h.11.